Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. The investigation determined that the tip detachment likely occurred due to procedural circumstances and/or use technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received for investigation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal superficial femoral and popliteal artery. After deployment of a 4.5x120mm supera stent, and during removal of the delivery system it was noted that the tip was missing. The physician was able to pull back the entire delivery system into the sheath, including the stent implant and separated tip and remove the whole unit altogether. There was no adverse patient effects or clinically significant delay reported. No additional information was provided.